Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and all keys on the keypad were found working as intended. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that keypad buttons 1, 2 and 3 of a spectrum pump were not working. This occurred during programming/ setup in the general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.